Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a blood glucose level excursion of greater than 500 mg/dl with large ketone bodies. The reporter alleged no other symptoms of hyperglycemia with this event. The patient remained on the same insulin pump. Basal rate adjustments were made by a health care provider. At the same time, the reporter alleged an inaccurate delivery issue. This complaint is being reported because the alleged inaccurate delivery malfunction could have directly caused or contributed to the blood glucose level excursion greater than 500 mg/dl with large ketone bodies.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - additional information: the patient did not receive any treatment above and beyond the usual routine of diabetes care and management.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: a review of the basal history appeared to be inaccurate due to manual suspends, and power on resets with deliveries never resumed. An exceeds max basal limit alarm was recorded with deliveries resumed. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump was run for 12 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 24 units. The alleged basal history recording defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.